Manufacturer narrative:
It was reported that a 3x40mm 90cm saber percutaneous transluminal angioplasty (pta) catheter had a pinhole rupture. The procedure finished successfully as it was confirmed by the angiography that the lesion has obtained enough blood flow. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuosity was unknown. The lesion was calcified. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The device prepped normally and maintained negative pressure. Initially, the saber was inserted and even though it got caught on the calcification it crossed the lesion. The saber was removed, was inserted again, got caught on the calcification once more, crossed the lesion and was attempted to be inflated. After pressure was unable to be applied due to the pinhole rupture, the device was removed from the patient and the procedure finished successfully as it was confirmed by the angiography that the lesion has obtained enough blood flow. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The product was not be returned for analysis as the patient had an infectious disease. A device history record (DHR) review of lot 17523495 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (lesion was calcified) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that a saber percutaneous transluminal angioplasty (pta) balloon had a pinhole rupture. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuosity was unknown. The lesion was calcified. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The device prepped normally and maintained negative pressure. Initially, the saber was inserted and even though it got caught on the calcification it crossed the lesion. The saber was removed, was inserted again, got caught on the calcification once more, crossed the lesion and was attempted to be inflated. After pressure was unable to be applied due to the pinhole rupture, the device was removed from the patient and the procedure finished successfully as it was confirmed by the angiography that the lesion has obtained enough blood flow. The product was removed intact (in one piece) from the patient. The product was clinically used and it will not be returned for analysis as the product was discarded due to the patient having an infectious disease. Additional procedural details were requested but are unknown.